Event description:
Physician reported that the ventricular threshold test was corrupted during the follow-up and no threshold value could be determined. The markers shown on programmer screen were compressed to a rate above700 min-1 but normal rate was displayed on surface ecgs during the test. The test was performed in two different sessions and the programmer was restarted but the same result was observed. The atrial pacing threshold test did not show any anomaly. Preliminary analysis confirmed the reported event; nevertheless, its root cause could not be identified based on the only available data. A hardware issue could not be excluded. Following livanova¿s recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2016. Nevertheless, the same result was observed during the ventricular threshold test after the hardware reset procedure. The device will be explanted in (B)(6) 2017.

Event description:
Physician reported that the ventricular threshold test was corrupted during the follow-up and no threshold value could be determined. The markers shown on programmer screen were compressed to a rate above 700 min-1 but normal rate was displayed on surface ecgs during the test. The test was performed in two different sessions and the programmer was restarted but the same result was observed. The atrial pacing threshold test did not show any anomaly. Preliminary analysis confirmed the reported event; nevertheless, its root cause could not be identified based on the only available data. A hardware issue could not be excluded. Following livanova¿s recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2016. Nevertheless, the same result was observed during the ventricular threshold test after the hardware reset procedure. The device will be explanted in (B)(6) 2017.

Manufacturer narrative:
It was reported that the subject device has been explanted and will be returned for analysis.

Event description:
Physician reported that the ventricular threshold test was corrupted during the follow-up and no threshold value could be determined. The markers shown on programmer screen were compressed to a rate above 700 min-1 but normal rate was displayed on surface ecgs during the test. The test was performed in two different sessions and the programmer was restarted but the same result was observed. The atrial pacing threshold test did not show any anomaly. Preliminary analysis confirmed the reported event; nevertheless, its root cause could not be identified based on the only available data. A hardware issue could not be excluded. Following livanova¿s recommendations, a complete reset of the device (through the hardware reset procedure) was performed on (B)(6) 2016. Nevertheless, the same result was observed during the ventricular threshold test after the hardware reset procedure. The device will be explanted in (B)(6) 2017.